Event description:
It was reported that the inserter jaw broke during impaction of the femoral implant.

Manufacturer narrative:
Eval summary: all lots of this device are being recalled; please reference the above mentioned removal report for add'l info. Eval: as returned, the spring clip is fractured. Device history records indicate all components were manufactured and inspected to specification.